Manufacturer narrative:
At this time the product has not been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced unspecified symptoms and was unable to self-treat, required unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced unspecified symptoms and was unable to self-treat, required unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. An extended investigation has been performed by the pqe (product quality engineering) and determined that there were no issues with the librelink application which would led to the complaint. Customer reported for scan error message. Attempted to recreate the user complaint and was not able to reproduce the complaint. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.